Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of noise were observed on the lead. The patient was asymptomatic and will continue to be monitored with routine follow-up. No further action was required.